Manufacturer narrative:
Device not returned for evaluation as it remains implanted.

Event description:
It was reported the patient had an advance sling implanted. After the implant, this patient experienced slightly better/unchanged level of continence. On (B)(6) 2018, the physician decided to implant an artificial urinary sphincter (aus) device to increase the level of the patient's incontinence. A device that consisted of a 4.5 cm cuff, pump and balloon were implanted. The aus implant surgery was noted as successful.

Event description:
It was reported the patient had an advance sling implanted. After the implant, this patient experienced slightly better/unchanged level of continence. On (B)(6) 2018, the physician decided to implant an artificial urinary sphincter (aus) device to increase the level of the patient's incontinence. A device that consisted of a 4.5 cm cuff, pump and balloon were implanted. The aus implant surgery was noted as successful.

Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.